Manufacturer narrative:
This report is submitted on september 7, 2023.

Event description:
Per the surgeon, the electrode array was only partially inserted per the CT scan. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis report. This report is submitted on march 20, 2024.